Event description:
Additional information was received on (B)(6) 2020: the doctor stated that the collagen was visible outside of the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with header bag. No other accessory components were returned. Visual inspection revealed the hemostasis sheath was found to be mated with the carrier tube assembly and the deployment sleeve was in the rear lock position with the color bands fully exposed. No outward signs of damage or deformations were noted on the device. The bypass tube was found to be not properly seated within the hemostatic valve. The distal tip of the sheath was then examined under the microscope and no anchor was visible. The suture was released and appeared to be cut below the clear shrink marker. The device was consistent with the full deployment. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Weight - increased bmi but weight unknown. Ethnicity - eastern european. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal would not deploy during a stroke case. A second angio-seal was opened and used without issue. The procedure was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 16july2020: the patient had increased bmi, acute stroke due to m2 occlusion dominant hemisphere. The procedure was an evt with solumbra technique with an 8 fr sheath. There was no difficulty with arterial access but increased groin soft tissues (deep puncture). A pre deployment iliac angiogram was performed. The angio-seal placed easily but on second step of deployment part of the plug pulled back and was visible outside device, despite attempting to replace there was no hemostasis. Prolonged 25 minutes groin compression required.